Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm permanent cautery hook (pch) instrument had a broken cable. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed, and the instrument was visually inspected internally and externally. The instrument was found to have a derailed grip cable from its normal position at the distal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The instrument was found to have a broken monopolar yaw pulley at the posts. Broken pieces are missing as a result of breakage. The size of missing piece is approximately 1.58 mm x 1.39 mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The instrument was found to have a detached fragment at the distal tip. A piece measuring proximately 1.58 mm x 1.39 mm was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley. The probable root cause is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge.